Event description:
Spontaneous call from pena c referral coordinator at doctor office stating medication came out of the side of the syringe (defective syringe). Missed dose. No adverse event reported. Unknown if patient still has defective device on hand for return. Unknown if md is aware. No further information provided. Date of malfunction: (B)(6) 2024. Reported to (B)(6) by: health professional.